Event description:
I am reporting a severe safety violation and medical endangerment involving marci beauty llc (spacetouch) it appears they are also using the name pandmedic a parent company. This company was previously issued a formal FDA warning letter in february 2021 (cms #(B)(4)) regarding unverified medical claims for heart-related treatments. Despite this warning, on (B)(6) 2025, a company representative at their (B)(6) airport location (B)(6) knowingly targeted me--a patient with an implanted cardiac pacemaker--with fraudulent medical claims. After disclosing my pacemaker, the representative (who identified herself as an 'owner' and therefore is aware of the safety guidelines) guaranteed the device called the spacetouch atlas was safe and claimed it would 'heal' my genetic condition that caused me to have a pacemaker. This directly contradicts the manufacturer's own safety manual, which prohibits use near pacemakers due to electromagnetic interference risks. Technical hazards of the spacetouch atlas magnetic interference (ergofold technology): the atlas device features a magnetic "ergofold" structure. These high-strength magnets are used to fold and secure the device, but they pose a critical danger to cardiac implants. Magnets can trigger the "magnet mode" in a pacemaker, which may cause it to stop sensing your heart rhythm and instead revert to a fixed-rate pacing that is not safe for continuous use. High-intensity infrared (940nm): unlike smaller handheld units, the atlas uses a powerful 940nm infrared light spectrum. This specific wavelength is deep-penetrating and is often marketed by the parent company with unverified claims of "stimulating the heart". For a pacemaker user, any external stimulation or deep-tissue electrical activity near the chest can be misinterpreted by the pacemaker as a natural heartbeat, causing it to fail to provide life-saving pulses. Extreme weight and mass: the atlas is a heavy, 33lb (approx. 15kg) unit. Placing a device of this weight and magnetic density on or near your chest--the primary site of your pacemaker implant--is a direct violation of standard medical safety protocols for cardiac patients. Contradicting manual warnings: despite the salesperson's verbal guarantees, the official spacetouch manual (reviver/atlas line) explicitly warns: "do not use near medical devices like pacemakers". The merchant knowingly disregarded these "life-or-death" technical warnings to finalize the sale. The merchant utilized predatory sales tactics and identity misuse to finalize over $74,000 in unauthorized charges. This company is actively defying FDA safety warnings and providing false medical assurances that pose a life-threatening risk to cardiac patients. Additionally, I was sold a product called spacetouch reviver. The user manual of the spacetouch reviver specifically states on page 20: important: do not use this device near medical devices like pacemakers, heart-lung machines, electrocardiographs or IV drip. The merchants used the device on me to demonstrate it in the (B)(6) airport. At the (B)(6) airport they go by the name: eden aeropuerto. Their parent company is a u.s. Based company called marci beauty llc, nevada. I have the spacetouch reviver in my possession. The spacetouch atlas is being mailed to me and is not yet in my possession. The merchant demonstrated the spacetouch atlas and reviver devices on me with full knowledge of my pacemaker and sick sinus syndrome. In doing so, they bypassed critical safety contraindications, risking a total cessation of my heartbeat (sinus arrest) due to device interference. This action was not only a failure of safety protocol but a fraudulent sale of a device that is medically dangerous for my specific, disclosed condition.